Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a door is not opening - freezes - still happening. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g manufacturing location report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open and kept freeze. The field service engineer (fse) cleaned and re-crimped the latch connections to resolve the issue. The fse recovered and also tested in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a door is not opening - freezes - still happening. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.